Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump data was inaccurate. Reportedly, on multiple occasions, the customer delivered bolus dosings around 7 am, and pump history displayed that the bolus requests had been delivered at 9:09 am and 10:13 am. Review of the pump data logs by tandem technical support verified that the bolus dosages had been programmed and delivered at 9:09 am and 10:13 am; however, the customer maintained that the data was inaccurate. Blood glucose (bg) level ranged from 200-530 (mg/dl); however, the customer was unable to confirm if the reported issue was the suspected cause of the elevated bg level. A correction bolus was delivered and the infusion set was changed to address bg level. Reportedly, the customer continued using the pump for insulin therapy, and in addition, had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.